Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer was adding or removing insulin outside the loading sequence and was educated that this is considered off label. Customer changed the pump supplies and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 140-198 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not remove or add insulin from a cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).